Event description:
The account alleged the head section will not raise. No pt impact.

Manufacturer narrative:
The tech asked the account to try and run in sensor calibration mode, check the coil for magnetic pull, and change the valve if necessary. No further info is available on the repair of the bed at this time.